Manufacturer narrative:
Philips has investigated this complaint. Per the information collected wireless footswitch and base station were not working. Upon some functional analysis fse identified the wi-fi indicator was red and battery indicator was green during this issue occurrence. Philips has confirmed that the reported failure is due to a connectivity issue. To resolve the issue fse replaced the wireless footswitch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's wireless footswitch and base station needed to be replaced. No harm was reported to philips. Philips has started an investigation of this complaint.